Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that there was nothing wrong with the v60 device. The capsule is a middleware device that connects the v60 to transfer vital parameters to epic (electronic medical records). A nut that holds the capsule cable to the back of the v60 was missing. The epic system is being used just as monitor setting. The missing nut was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that rear nut on the serial port connector was missing, and the customer was unable to connect the v60 to the capsule to pull niv data to epic. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.